Event description:
A customer reported that when filling the cartridge to 300 units, it often displayed only 240+ units, not accurately indicating the insulin amount. There was no adverse impact to the customer¿s blood glucose level as they were able to monitor their levels and receive alerts for high or low readings. No additional information was given regarding actions taken or the outcome of the event.